Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Caller stated that the customer's blood glucose reading at the time of the first hospitalization was high. Caller stated that the customer's insulin pump battery cap got lost in the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked and scratched display window.